Event description:
I purchased dental sealants for both my children with the expectation that they would prevent decay. For my children, the opposite result occurred. Recent x-rays revealed multiple cavities under three of my daughter's sealants, and singular cavities under four of my sons. My daughter is (B)(6) and my son is (B)(6). Neither have cavities elsewhere. My children have received consistent dental care. Frequency: 4. Dates of use: (B)(6) 2000 - (B)(6) 2006.